Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that therapy delivery for a ventricular tachycardia episode was withheld due to the stability feature being programmed on in the device. The device was reprogrammed to turn the stability feature off and remains in use. No patient complications have been reported as a result of this event.